Manufacturer narrative:
Pr (B)(4)follow up MDR for device evaluation: three samples were provided to our quality team for investigation. Through visual inspection, the barrel is observed to be damaged, verifying the reported incident. A device history review was performed for the reported lot 2312017, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Ten retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or defects was observed on any of the devices. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred during the assembly process. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
The body of the syringe is bent (as if it had been stepped on or rolled over) - the syringes leak - they are used with syringe pumps => the treatment is not administered optimally additional information: 1. When was the leak discovered? During use on a patient or before use? When the serum has been drawn to make a dilution 2. What drug/substance was leaking at the time? Phy serum 3. How did the procedure end? Call the pharmacy 4. Has there been an impact/harm to a patient? Not in this case

Event description:
The body of the syringe is bent (as if it had been stepped on or rolled over) - the syringes leak - they are used with syringe pumps: the treatment is not administered optimally additional information: 1. When was the leak discovered? During use on a patient or before use? When the serum has been drawn to make a dilution 2. What drug/substance was leaking at the time? Phy serum 3. How did the procedure end? Call the pharmacy 4. Has there been an impact/harm to a patient? Not in this case.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.